Event description:
See MFR report # d066959-2011-00002. Physician reports that pt admitted with recurrent hemoptysis. CT scan showed fibrosis and bronchiectasis. Left bronchial artery embolization performed using 2 syringes of 500u microspheres and 1 syringe of 400u microspheres. Post procedure pt developed paraplegia and urinary incontinence. MRI of the thoracic and lumbar cord showed spinal cord ischemia at conus medullaris. As of (B)(6) 2011, pt has not recovered.

Manufacturer narrative:
The first device involved is detailed in MFR report # d066959-2011-00002. (B)(4).